Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle with the introducer sheath pulled back against the shuttle. The sealant was protruding from the distal end of the introducer sheath. When an attempt was made to retract the introducer sheath, resistance was noted. Subsequent to unsheathing, blood was observed on the full length of the sealant. In addition, the proximal sealant was found wedged between the advancer tube and the inside wall of the shuttle cartridge. This condition may have contributed to the failure. Blood leaching through the length of the sealant's core may initiate proximal swelling of the sealant, which could potentially lead to a device jam or difficulty to shuttle down. Based on the provided information and the investigation performed, the probable cause for the reported failure could not be conclusively determined. The review of the lhr (lot f1220101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 5f st. Jude sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. The device was prepped and deployed per the IFU. It was reported that when the physician pulled the sheath back the sealant was stuck to the end of the sheath and the advancer tube was not present. The physician locked the syringe, deflated the balloon and removed the device. The patient was converted to approximately 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.